Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria

Manufacturer narrative:
(B)(4):it was reported that following insertion patient experienced nocturia and vaginitis.

Manufacturer narrative:
It was reported that following insertion the patient experienced frequency, urgency, overactive bladder. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently cystoscopy, and anterior colporrhaphy.

Manufacturer narrative:
The patient underwent the concurrent procedure of a monarch sling implantation during mesh implantation. It was reported that the patient underwent mesh excision/trimming on (B)(6) /2010 and on (B)(6) /2011 due to dyspareunia and pain. The patient underwent mesh excision on (B)(6) 2011 and on (B)(6) 2012 due to mesh erosion and bleeding. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, ukn neuromuscular problems, vaginal scarring and ¿yes¿ to other. No additional information was provided. (B)(4).